Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix bent. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that there was loss of capture due to low pacing impedance and low r-wave. The lead was explanted and replaced. No p atient complications have been reported as a result of this event.